Manufacturer narrative:
Correction: d1, h3, h6 (method, results, conclusion), and h11. Additional information: g7, h2 and h10 (investigation results). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn14907770 was performed from date of manufacture 05/11/2017 to present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that an unknown issue with the device occurred. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device occurred. There was no patient involvement.